Event description:
During an endoscopic procedure, the physician used an olympus snare to remove a cook endoscopy geenen pancreatic stent. During removal, the stent broke into two pieces, leaving a portion in and exiting the vater's papilla. The remaining portion of the stent was removed with the olympus snare. No additional medical procedures were required due to this occurrence. The patient did not experience any adverse effects due to this observation. Our evaluation of the returned device confirmed the report of a broken stent. The stent is broken approximately 2cm from the proximal end at the location of the flaps. The area of the break is not even. The appearance of the broken area suggests, the stent received additional pressure during removal. The returned portions of the stent were measured and found to be within the appropriate manufacturing specifications. This measurement confirms that no portion of the stent is missing. No other observations were noted. We were unable to conduct a review of the device history record or conduct a sample test from this lot, because the lot number was unable to be provided. After a review of the account order history, the lot number was unable to be determined. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of occurrence is rare.

Manufacturer narrative:
Conclusion: information provided with this report indicated the physician thought that grasping the stent too firmly with the olympus snare could have caused the stent to break. The appearance of the broken area of the stent suggests additional pressure had been applied to the stent during removal. Excessive pressure on the stent is a likely contributor to breakage of the stent. Prior to distribution, all geenen pancreatic stent are subjected to a visual examination to verify device integrity. Corrective action: no corrective action warranted at this time because the information provided indicated this observation may be related to product handling factors. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.